Manufacturer narrative:
H6: investigation summary no samples and two photograph were returned for the reported issue of ¿leakage¿ with lot number 2306140 regarding item number 300852, one retention sample was used for the investigation. The investigation and simulation were carried out on one retention samples where the investigating team has functionally tested the samples for leakage and no leakage was found in the one retention samples. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined.

Event description:
It was reported that 10 of the bd discardit¿ ii syringe experienced leakage while delivering drug through spinal. Leakage while delivering drug through spinal.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device lot #: lot was reported; however, this is not a lot # 2306140 manufactured for the reported catalog #.

Event description:
It was reported that 10 of the bd discardit¿ ii syringe experienced leakage while delivering drug through spinal. Leakage while delivering drug through spinal.